Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and a mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to recurrent urinary incontinence and recurrent cystocele. It was reported that on (B)(6) 2007, the patient underwent removal of vaginal foreign body/mesh revision due to vaginal bleeding with vaginal mesh exposure.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01190. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.